Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, the recurrent mitral regurgitation (mr) appears to be due to the ruptured chordal; however, a definitive cause for the mitral valve injury (ruptured chordae) could not be determined. The reported patient effects of mr and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report chordal rupture and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2018, during a follow-up appointment, transesophageal echocardiography (tee) noted the patient had a chordal rupture with mr grade of 4. The clip remained stable. On (B)(6) 2018, a second mitraclip procedure was performed for treatment. Two clips were implanted, reducing mr to 1-2. No additional information was provided.